Event description:
Pt presented with pain and deformity. Surgeon commented that on preoperative x-ray the tibial baseplate appeared to be broken. During revision surgery when the tibial component was exposed the tibial insert was able to be removed with minimal force and the tibial baseplate appeared to be in 2 pieces. The 2 pieces of the tibial baseplate were also removed with minimal force.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.